Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test (date not reported) indicate normal device function. Patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery. Analysis is attached as this is an initial and final report.

Manufacturer narrative:
.